Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. Final analysis found that as received, a complete lead was returned in one piece with the helix found extended and clogged with blood or tissue. Electrical testing did not find any indication of conductor fractures. Electrical testing found internal shorting between conductors consistent with procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the lead exhibited high pacing impedance. The lead was not used and was replaced. The patient was in stable condition.